Event description:
Sae received under nrg knee study which reports that 1 week postoperatively after total knee arthroplasty that the first signs of limited extension were seen. It is reported that flexion contracture was seen. It is reported that manipulation under aneastesia was undertaken (B)(6) 2013. It is reported that in patient hospitalisation was required between (B)(6) 2013. X-rays have been provided.

Manufacturer narrative:
Additional devices listed in this report: series 7000 standard tibia, cat # 7115-0007, lot mmehj9. Scorpio ps basic femur, cat # 71-3009l, lot mhm5h0. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The patient is (B)(6) centimeters in height. An event regarding arthrofibrosis involving a scorpio total knee ps tibial bearing insert was reported. The event was confirmed. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿there is no evidence that this patient¿s decreased range of motion post primary left total knee arthroplasty was related to factors of prosthetic design, manufacturing, or materials. The fact that the primary operative report notes a post-operative range of motion of 0° to 125° with subsequent loss of motion suggests arthrofibrosis as the cause of the diminished motion requiring manipulation under anesthesia.¿ device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: a CAPA trend analysis was conducted for the reported failure mode and concluded arthrofibrosis may result from other factors not necessarily related to the device.

Event description:
(B)(6) received under (B)(6) knee study which reports that 1 week postoperatively after total knee arthroplasty that the first signs of limited extension were seen. It is reported that flexion contracture was seen. It is reported that manipulation under anaesthesia was undertaken (B)(6) 2013. It is reported that in patient hospitalisation was required between (B)(6) 2013 and (B)(6) 2013. X-rays have been provided.